Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 50 - 100 mg/dl with the accu-chek aviva system and 170 - 187 mg/dl with a professional meter. The customer could not provide more precise results than the mentioned range. He stated this same issue happened on (B)(6) 2025, around 7:00pm as well as on (B)(6) 2025, around 8:00pm. The same accu-chek aviva test strips lot was used for the measurements.